Event description:
Ventilator alarm sounded, display showing "low oxygen." Patient's oxygen saturation showed between low 80s- 90%. Patient was manually ventilated, oxygen saturation improved to 99-100%. Ventilator was changed and there was no further episodes of hypoxia.